Event description:
It was reported that the nurse had a patient that had been cooling on the arctic sun device. The first device the patient had been on for a while and it suddenly seemed like it was no longer cooling , so they swapped it out for a new device. Nurse stated that this device had been alarming low flow. They swapped out the grey fluid delivery line (fdl) and replaced all four pads on the patient. The water flow rate (wfr) was currently 0 l/min. Had nurse empty the pads, device alarmed reservoir empty at the end of pad empty cycle and water reservoir level (wrl) showed 1 bar. Had nurse disconnect the pads and confirm the fluid delivery line (fdl) was well connected and latch secure. Informed nurse they could fill the device with sterile water only, this should only be done with the pads emptied and disconnected. Once reservoir filled, water reservoir level (wrl) was showed 4 bars. Had nurse reconnect the pads holding only the blue tubing and not the clear plastic connectors. Discussed how holding the clamps could push air into the line which lowered the pressure and flow rate. A low flow rate was not related there not been enough water in the device. Nurse resumed therapy, explained it took a few minutes for the pads to prime completely and the water flow rate (wfr) to settle. After a few minutes water flow rate (wfr) was settled at 3.1 l/min. Nurse asked if the positive and negative side on the pads matter when connecting the pads. Explained this was an old feature and it no longer matters which way the pads were connected. Informed nurse if they had any more issues to call them back.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had a patient that had been cooling on the arctic sun device. The first device the patient had been on for a while and it suddenly seemed like it was no longer cooling, so they swapped it out for a new device. Nurse stated that this device had been alarming low flow. They swapped out the grey fluid delivery line (fdl) and replaced all four pads on the patient. The water flow rate (wfr) was currently 0 l/min. Had nurse empty the pads, device alarmed reservoir empty at the end of pad empty cycle and water reservoir level (wrl) showed 1 bar. Had nurse disconnect the pads and confirm the fluid delivery line (fdl) was well connected and latch secure. Informed nurse they could fill the device with sterile water only, this should only be done with the pads emptied and disconnected. Once reservoir filled, water reservoir level (wrl) was showed 4 bars. Had nurse reconnect the pads holding only the blue tubing and not the clear plastic connectors. Discussed how holding the clamps could push air into the line which lowered the pressure and flow rate. A low flow rate was not related there not been enough water in the device. Nurse resumed therapy, explained it took a few minutes for the pads to prime completely and the water flow rate (wfr) to settle. After a few minutes water flow rate (wfr) was settled at 3.1 l/min. Nurse asked if the positive and negative side on the pads matter when connecting the pads. Explained this was an old feature and it no longer matters which way the pads were connected. Informed nurse if they had any more issues to call them back.